Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp opening in the plug strap on the anterior side. Based on the device analysis, the final assessment is: a sharp opening in the plug strap disk shell due to an unidentified tear opening.

Event description:
Device has been explanted.